Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device was returned for inspection and the event was confirmed. The measurable dimensions of the broken tip were checked and found to be in compliance with the technical drawings and ao asif specification. The cross section surface shows no irregularities which indicate material conformity. We have to assume that exceeding applied mechanical force, most likely in a slanting direction, may have caused the breakage. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. All records indicate the product was manufactured to specifications. No product fault could be detected. Conclusion: the complaint is considered indeterminate from a manufacturing perspective as no product fault could be detected. As it is assumed that the applied mechanical force was exceeded, this device failure is related to the conditions of use and operational context contributed to this event.

Event description:
It was reported that during surgery, the tip of the screw driver shaft broke. The fragment was removed. No further information was provided. This is report 1 of 1 for complaint (B)(4).